Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's surgery for lead migration on (B)(6) 2025 [related manufacturer report number: 1627487-2025-03093], physician was unable to replace the leads due to difficulty in accessing the epidural space. The physician therefore decided to cut the leads leaving the remaining lead fragments in the ports of the ipg. Surgical intervention may take place at a later date to explant these remaining lead fragments.

Event description:
Additional information received indicates that the remaining terminal ends were explanted on 29jul2025.

Manufacturer narrative:
Corrected data: based on the information, it was determined that the there were no fragments of leads left in the patient. The leads were cut at the termina ends to be used as a port plug. Hence, this event no longer meets the reportability criteria. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.